Event description:
Clinic notes from the patient's initial office visit with the currently treating neurologist on (B)(6) 2004 reported that the patient has obstructive sleep apnea syndrome, but because of his cognitive impairment and seizures, he does not use CPAP. Follow-up with the patient's treating physician at this time revealed that the relationship between vns and the sleep apnea is unknown. There are limited notes available on the patient's past medical history. The patient was initially implanted with vns in 2001 and when the patient was first evaluated by the new physician about 10 years ago when the patient was (B)(6), he had a medical history of sleep apnea. The date of apnea diagnosis is unknown. No additional information could be provided. Later in clinic notes dated (B)(6) 2012, it was reported that the vns device was functioning well.